Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported via email by a diabetes therapy consultant that 2 years ago the customer was sent to the emergency room for a high blood glucose reading. The blood glucose reading was unknown. The customer declined to speak with the helpline. No further details were provided.